Manufacturer narrative:
Additional information was received that the patient had lost contacts on the left lead. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. The explanted device were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the left lead .the patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patients lost contacts on the left infinion lead was clarified as high impedances.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the left lead. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit-50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the left lead .the patient will undergo a lead replacement procedure.